Manufacturer narrative:
(B)(4). Device eval: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.

Event description:
A pt reported experiencing "major swelling at injection sites" after treatment with juvederm ultra plus xc in the upper lip, vermillion border, and nasolabial folds. The pt reported that the physician prescribed prednisone to treat swelling and suggested the pt also use ice and benadryl in conjunction. The pt would not provide any contact info nor did the pt give permission to contact the physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.